Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the home choice (hc) during last fill. The caregiver (cg) stated they ran short of solution because, the supply bag fell and disconnected. The tsr assisted to end therapy. The tsr advised to let the registered nurse (rn) know about the supply bag disconnecting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the caregiver (cg). The cg stated, the disconnection occurred because, the connection was left loose in error. The cg stated, their bag did not fall. The cg stated, they understood the proper setup procedure. The cg stated, they were able to continue therapy once they started over with new supplies. The cg stated, there was no injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a report of a check lines and bags alarm was confirmed because the supply bag disconnected during therapy due to a loose connection. The cause was use error. The label review found the labeling adequate for the use error in this complaint.